Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when the suture broke? No further information is available. Do you have any photos of the suture? No photos are available. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown plastic surgery procedure on (B)(6) 2020 and the suture was used. It was reported that during surgery, the surgeon felt that the suture was thinner than usual. The suture was broken easily during use since it was softer than usual. Another device was used to complete the procedure. There were no adverse patient consequences reported.